Event description:
On (B)(6) 2022 a patient (pt) in brazil called to report a diagnosis of left eye (os) acanthamoeba while wearing an unknown acuvue brand contact lens (cl) on (B)(6) 2002. The pt reported irritation and redness the morning after removing the suspect cl from the os. The pt had been swimming in an ¿untreated swimming pool for 2 days¿ with the lens in the os. The following morning, the os was irritated and red and by the 3rd day when the pt removed the suspect cl, the pt was unable to open the eye due to irritation. The pt reported receiving unknown ¿various treatments without success.¿ the pt reported after a ¿collaboration of several (ecp)¿ eye care professionals, the final diagnosis was acanthamoeba. The pt was prescribed an ¿eye drop from england¿ to use once daily for about 4.5 months. The pt reported the total treatment time was approximately 6 months. The pt was also advised to eat lot of fruits and vegetables, avoid direct water in eyes and avoid sunshine. The pt reported there is no permanent damage to the os, but advised the cornea is ¿thinner¿ preventing the pt from having corrective refractive surgery in 2010. The pt can¿t recall the acuvue brand worn at the time of the event but advised the pt had been wearing acuvue lenses since 1999. The pt reported a replacement schedule of 15 days and did not sleep in the lenses. The pt can¿t recall any additional medical information. On (B)(6) 2022, a call was placed to the hospital who treated the pt in 2002 for additional medical information but nothing additional was received. This event is being reported as a worst-case as we were unable to verify the pt's diagnosis and treatment with the treating ecp. The lot number is unknown. The suspect os cl was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product was discarded.